Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 180 and also revealed the occurrence of system fault 74. Performance testing could not reproduce the reported system fault 180. Based on all available evidence and complaint investigations of a similar nature, the root cause of the system fault 180 was device operation in a temperature outside of device specification. The root cause of the system fault 74 was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.